Event description:
It was reported that this right atrial lead got dislodged shortly after implant as confirmed through x-ray. This lead was successfully repositioned. This lead remains in service. No additional adverse patient effects were reported.